Event description:
A (B)(6) male presents to the ed on (B)(6) with c/o severe low back pain. Lumbar MRI ordered and completed on (B)(6). Upon returning to the med/surg unit, 2nd degree burns were noted to both shoulder and on abdomen. It was identified that cardiac leads (850 series) were on pt's chest and abdomen during MRI test. Covidien has been notified and report that these cardiac leads are MRI compatible.